Event description:
Pt in or; right internal jugular catheter placed by physician. Right subclavian catheter removed at this time. Last 8 centimeter of catheter noted to be missing by physician. Repeat cxr ordered.